Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated he was running blood glucose of 300's mg/dl and 400's mg/dl and treating with insulin pump. Current blood glucose was 430 mg/dl. Troubleshooting was done. Advised the customer to change the entire infusion set and return the set for analysis. Advised the customer to report back if issue persists. No further information provided.